Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient had 6 months of good benefit of the therapy and after that the pain was worse. The patient stated he ended up turning stim off in (B)(6) 2018. Patient confirmed he was able to recharge his ins still. Patient stated he had been working with his healthcare provider and his hcp stated to leave the device in at least 6 months to a year and he would then remove it. Patient stated the hcp plans to operate on him again. Patient stated he thinks the disease has gotten worse and has to have another lumbar fusion. Patient stated he was not sure it was the device that was the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.